Manufacturer narrative:
Initial reporting address state: (B)(6). Initial reporting institution phone #: (B)(6). Initial reporter phone #: (B)(6).

Event description:
The customer reported a failure in the supply 02-error (1111). It is unknown if there's patient involvement.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the data acquisition printed circuit board assembly (da pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: update of codes additional information: this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that there was an error 1111 (o2 device failed) ¿ due to an intermittent failure in the data acquisition pcba. It must be replaced together with the solenoid valve for opening/closing the oxygen inlet. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. Investigation is ongoing

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested, and the pil tech verified passing results for high pressure leak test and flow testing. The tech could not duplicate the da pcba failure from the service. The suspect da pcba operates on the standard test bed (stb) without any issue. The suspect da pcba operates as designed.

Manufacturer narrative:
The removed o2 valve was returned to the product investigation lab (pil). The pil technician installed the o2 valve into a pil ventilator to duplicate the reported issue. Visual inspection of the o2 valve revealed no evidence of damage or contamination. The returned o2 valve operated without any issue with installation into the pil standard test bed (stb) gas delivery system (gds). Pil tech could not duplicate failure from the service. Pil tech verified that the returned o2 valve passed all o2 valve testing. No fault was found with the returned o2 solenoid valve, which was sent from the service.